Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device available for analysis. Engineering eval completed by nf on (B)(6) 2020. (B)(4), crc2020-01-31-03 a review of design prints, design verification, and design validation, per (B)(4), identified the following: the screw / retaining clip interaction was not included as part of tr-2019-0131- equinoxe ergo tolerance analysis report. Durability testing for the screw was not performed per tr-2019-0319-evaluation of the ergo humeral tray trial locking mechanism. The ergo pilot rmr rev ¿ did not explicitly define the failure mode of the screw retaining clip coming out. The device history record (DHR) was reviewed as part of (B)(4), and all parts were accepted with conformance to the device specifications. A correction and removal committee (crc) meeting was held to address the need for field action. The committee determined that due to the low risk to health and low rate of occurrence, no field action is necessary at this time. See (B)(4) for details. The systematic issues regarding design controls not being followed are being further addressed as part of (B)(4). The design input document was revised to include acceptance criteria for the feature or component to retain the screw and durability acceptance criteria. (750-2016-002 dir rev a) the risk documentation was revised to specify the failure mode of the retaining ring coming out. (750-2016-002-rmr rev a) new part numbers were created, and instrument design/drawing were revised. (321-114-00 rev a, 321-114-05 rev a, 321-114-10 rev a) new parts were ordered and received, and a cadaver validation lab was completed by surgeon users. Verification and validation on the new design considering foreseeable misuse will be performed, and design transfer and final design review will be conducted. (B)(4) is still open at the time of this investigation, and corrective actions are subject to change. Refer to (B)(4) for the most up to date information. Most likely underlying cause/root cause: as determined by (B)(4), the disassembled subcomponents reported in case (B)(4) were likely the result of not adequately defining the design input and acceptance criteria for the screw retaining feature resulting in not enough interference between the clip and the groove. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to manufacturing issues. The trial trays screw came out of the tray and the clip that was supposed to hold the screw in the tray came out of the tray as well; all pieces were seen and removed from the wound. There was no patient adverse event. As determined by (B)(4), the disassembled subcomponents reported were likely the result of not adequately defining the design input and acceptance criteria for the screw retaining feature resulting in not enough interference between the clip and the groove.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the humeral tray trial. After trailing the ergo +0 trial humeral tray, the surgeon used the screwdriver to remove it from the stem. The trial trays screw came out of the tray and the clip that was supposed to hold the screw in the tray came out of the tray as well. All pieces were seen and removed from the wound. There was no delay to surgery and no patient adverse event. The patient left the or stable. Inactive agency with no hospital/other contact information for the event. No additional information. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to manufacturing issues. The trial trays screw came out of the tray and the clip that was supposed to hold the screw in the tray came out of the tray as well; all pieces were seen and removed from the wound. There was no patient adverse event. As determined by (B)(4), the disassembled subcomponents reported were likely the result of not adequately defining the design input and acceptance criteria for the screw retaining feature resulting in not enough interference between the clip and the groove.